Event description:
Event was reported to caldera medical by an attorney. Legal complaint stated that pt suffered bodily injuries. Injuries and or symptoms include chronic vaginal pain, recurrence of stress urinary incontinence, vaginal bleeding and painful sexual intercourse.